Event description:
Primary line used for pre-meds was defective. Noted a hole in the IV line after connecting it to the patient. No harm was done to the patient. IV line was removed and replaced. FDA safety report ID# (B)(4).